Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a cervical spinal fusion, a few millimeter shift occurred when using the cervical probe when compared to other instruments being placed at same location in the field of view. The site elected to complete the procedure with a separate cervical probe. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: probe and device manufacture date provided. The suspect probe was returned to the manufacturer for analysis. The probe was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.